Event description:
Surgeon noticed that direction indicator was flipped with anterior marked on posterior side and posterior marked on anterior side. Surgeon implanted device in correct orientation ignoring incorrect indicator.